Manufacturer narrative:
Follow-up #1: date of submission 4/7/15. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: pump turns on with audio and vibration but display remains blank due to moisture on display flex connector,behind display and on printed circuit board. Keypad and display lens leaks were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).